Event description:
Pt reported that their one touch ultra meter kept displaying the three dashes. This issue was not resolved with troubleshooting. The meter options were reset, but the issue persisted. Pt visited their doctor, but was not treated. There was no adverse event reported. No further clinical information was provided.